Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump's escape button was unresponsive. Customer stated that this issue began several days prior to the call. Blood glucose level at the time of the incident was between 88 and 94 mg/dl. The customer did not recall any significant events leading up to this issue. Customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.